Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler delivered erratic and uneven liquid levels to the wells and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.